Event description:
It was reported that patient went swimming with the pump attached even though the battery compartment was visibly damaged/cracked. There reporter noted that after the swim the battery became very hot. It was alleged that battery acid leaked out of the hot battery and resulted in a chemical burn on the patient's leg. There was no report of an overheated pump. The reporter made no note of the seriousness of the injury and did not report that the patient needed medical intervention. There was no treatment documented. This complaint is being reported because of the allegation that the pump may have overheated during use; the physical harm is not known to be a serious adverse event at this time.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the battery compartment was found to be cracked from threads to case seal. The battery compartment was also found to be leaking. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. There was corrosion found in the battery compartment and the battery cap. The pump was found to be damaged beyond investigation and was not able to power on.